Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. The event history log revealed multiple power downs without user confirmed power down and error code 45782. Functional testing was unable to duplicate the reported problem. The most probable cause is the main board. The main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device powered off without a cause. There was no patient involvement and no harm/adverse event reported.